Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient who was implanted with an impella cp experienced alarms that sounded different than expected on the automated impella controller. The unit was not replaced. It was reported that the unexpected sounding alarm occurred intermittently during use. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.